Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of severe swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of edema: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm¿ voluma¿. Fourteen months after injection, the patient developed severe mid cheek swelling. Prior to developing the severe swelling, the patient had began to take "flagyl" for an unrelated issue.

Event description:
Patient was treated with hyaluronidase and symptoms have resolved.